Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. No pt injury was reported.

Event description:
The customer reported, the left monitor went blank during a procedure. No pt injury was reported.